Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Event description:
It was reported that the device setting for 'effective cardiac resynchronization therapy (ecrt) during atrial fibrillation (af)' was set to off however the 'effective percent ventricular pacing (vp)' was not displayed in the quick look report nor in the rate histogram data, however it was displayed in the cardiac compass data and showed 100% effective. Performance data was reviewed and it was noted there was an issue where ecrt histogram data will not be displayed when the pacing parameters are changed from right ventricular only pacing to an adaptive crt setting. At the next device interrogation, the ecrt histogram data will be displayed, so no device changes were necessary and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular rate histograms were missing/invalid.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.